Event description:
I had the essure implanted and I started having allergic reactions, constant migraines every day, swelling everywhere, pain and I called the doctor's office right away to have it removed the next day. They said I had to wait for a cycle. I did, however, I ended up going to the ER three times and finally had it removed after 6 weeks, causing a hysterectomy and constant health issues since then. Neither the doctor nor the company would admit that the nickel testing should had been done and there was no help afterwards. This was the worst experience of my life as I have never recovered from the extreme allergic and painful reaction.